Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device logs found no evidence of the report. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.